Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad was peeling at the enter key, the pump was intermittently responding to the down arrow and ok buttons, the down arrow and ok buttons, required excessive force to activate, and there was adhesive/contamination found under the button contacts.

Event description:
The pt claimed that the pump is intermittently responding to the down arrow and ok buttons. The pt indicated that the pump has not been exposed to moisture and the rubber keypad is intact.